Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the primary alarm failed. No patient involvement reported.

Manufacturer narrative:
The customer states that the primary speakers are reading in the 8 ohm range. The customer declined parts ID for the cpu at this time. The customer is going to check connections from the mc and pm pcb's to the cpu then run to try and duplicate the problem.